Event description:
It was reported that the right ventricular lead pulled back and dislodged eight months post implant. The physician attempted to reposition the lead without a sheath but was unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead pulled back and dislodged eight months post implant. The physician attempted to repo sition the lead without a sheath but was unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.